Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 582 mg/dl while using a non-tandem infusion set; the cause was due to a bent cannula. Additionally, the customer is reportedly using cartridge's beyond labeling. Tandem technical support educated caller that humalog is labeled for 48 hours and novolog for 72 hours. The customer administered a pump bolus to correct bg. Customer declined to provide any additional information including infusion set brand.